Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review.results: the plate was confirmed visually to have a deformed spring bar. Manufacturing files were reviewed and no incidents were found. A 15 minute delay in surgery resulted. The stryker rep confirmed that no drill guide was used to prepare the screw holes and that the screws were put in at a steep angle, which is the probable cause of the spring bar deformation. The surgical technique recommends the use of the drill guides as it provides the correct angle of trajectory so as not to damage the plate. Conclusion: the root cause is deviation from the recommended technique outlined in the surgical technique.

Event description:
Doctor tightened plate at too much of an angle resulting in a bent locking plate.

Event description:
Doctor tightened plate at too much of an angle resulting in a bent locking plate.